Event description:
It was reported by service report that the bed has no power. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Cracked power enry module.